Manufacturer narrative:
The event occurred in india. It was reported that the rotaflow console has a defective battery (no battery backup). During the battery replacement the error message ¿head error¿ occurred on the rotaflow console after crossing 1000 rpm (revolutions per minute). The control board was detected as defective and needs to be replaced. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore, a report is required. A getinge field service technician was on site for investigation and repair. The battery pack (701017188) has been replaced, to solve the battery issue ("no battery backup"). Furthermore, the rf control board pcba (printed circuit board assembly) kit (artcile number 701034051) has also been replaced. After the replacement the device is working as intended and is back in use. The failure mode "battery issue" can be linked to the following most possible root causes according to the rotaflow risk management file. Battery power failure e.g.: 1. Defect batteries. 2. User forgot recharge. 3. Defect of charger unit. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on the investigation results the reported failures "no battery backup" and "head error" could be confirmed. The review of the non-conformities has been performed on 2024-07-31 for the period of 2020-10-14 to 2024-07-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2020-10-14. In order to avoid reoccurrence of the reported failure "no battery backup", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in india. It was reported that the rotaflow console has a defective battery (no battery backup). During the battery replacement the error message ¿head error¿ occurred on the rotaflow console after crossing 1000 rpm (revolutions per minute). The control board was detected as defective and needs to be replaced. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore, a report is required. Complaint ID (B)(4).